Event description:
It was reported that the user experienced insulin leakage while the cartridge was connected inside the ilet, with a prior similar event involving a cracked cartridge, and noted elevated blood glucose values in the 200s for approximately two days; the user received troubleshooting and education on changing the cartridge and filling the tubing set and discarded two cartridges, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed user-reported leakage and a previously cracked cartridge, with resolution through cartridge and tubing replacement. It was concluded that hyperglycemia occurred in the setting of reported insulin leakage, and the event was addressed through troubleshooting and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.